Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as a valid lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the item was broken right between lot numbers. The issue was observed during testing. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿it was reported that the item- 200002302- broken right between lot numbers. The issue was observed during testing¿. The dps hd imp tip returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed that the dps hd imp tip was broken at the superior section. It is worth mentioning that the lot information was not able to be retrieved due to the broken fragments were not returned for evaluation. With available information a definitive potential cause can not be established at this moment. This product issue is being investigated through depuy synthes quality system. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the dps hd imp tip would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device due to the broken condition. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.